Manufacturer narrative:
On november 15, 2023, mentor received the device for evaluation. On november 17, 2023, mentor completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: visual inspection of the returned sample determined that bubbles in gel of the breast implant were observed. Leak testing was performed, in accordance with mentor procedures, and it identified two (2) tears (tear a and tear b) on the anterior view, measuring both less than 0.1 cm. In addition, no other tears were detected during the analysis. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with a 440cc mentor memorygel boost breast implant. Post-operatively, the patient underwent a revision surgery. During the revision surgery, it was discovered that the patient¿s left prosthesis was ruptured. As a result, the patient underwent removal and replacement with a 440cc mentor memorygel boost breast implant on (B)(6) 2023. No surgical delay or patient consequence was reported due to the rupture discovered during the revision surgery.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).